Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm if 76 devices are being returned for analysis. Yes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This event is about suture breakage intra-op. It was confirmed there were no adverse patient consequences. In the initial event, it states: were fragments generated? Yes, if yes, were they removed easily without additional intervention? No. Please clarify: were these questions in the initial event answered correctly? Please explain and provide further clarification. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used to close the mucous membrane after exposing the implant. During the last procedure, the suture thread broke just behind the needle. A different batch was used to successfully complete the procedure. The surgery delayed by 20 minutes. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Seventy-six representative unopened samples and one empty labeled winding former were received for analysis. Product code eh7226h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: this event is about suture breakage intra-op. It was confirmed there were no adverse patient consequences. In the initial event, it states: were fragments generated? Yes, if yes, were they removed easily without additional intervention? --> no. Please clarify: were these questions in the initial event answered correctly? Please explain and provide further clarification. Clarification: fragments refer to the needle with the broken piece of prolene thread. No additional effort was required to remove these.